Event description:
The customer contact reported no flow. The primary tubing set was being used to deliver an unspecified solution. Afer an unspecified length of time in use, a secondary tubing set was connected to the primary tubing set for piggyback delivery or an unspecified solution. The primary solution container was lowered below the secondary solution container using an extension hanger. It was reported that after the piggyback delivery was complete, the primary solution did not flow. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.